Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection performed using the naked did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing; the device performed according to product specifications. Additional pull test was performed and no separation was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp micro-volume extension set was unable to prime. It was further reported, the set was disconnected from the primary tubing and attempted to prime with a normal saline flush; however, the device was ¿met with extreme resistance¿. The issue occurred during prime; therefore there was no patient involvement. No additional information is available.